Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Handpiece cable have been replaced, two steri mate came with the unit, one was burnt inside with the insert and the other works fine, no other faults were detected, unit is working fine.

Event description:
While using a g1000 scaler, the insert was overheating; no injury resulted.